Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The patient was a 59-year-old male with a past medical history of hypertension, hyperlipidemia, diabetes mellitus, coronary artery disease with prior coronary stent placement and coronary artery bypass graft surgery, end-stage renal disease, pulmonary hypertension, and seizure disorder. The patient presented on (B)(6) 2025, following an episode of unresponsiveness after a seizure, with associated shortness of breath and evidence of fluid overload. He was admitted for urgent dialysis and initially improved following hemodialysis treatment. On (B)(6) 2025, the patient became hypotensive and required initiation of low-dose vasopressor support. During a subsequent hemodialysis session, the patient became increasingly hypotensive, requiring escalation of vasopressor therapy, and the dialysis session was terminated. Intravenous fluid was returned to the patient; however, he continued to clinically deteriorate with severe hypotension. The patient experienced a cardiac arrest requiring pharmacologic resuscitation and was endotracheally intubated. He required support with multiple vasopressor agents. Electrocardiography demonstrated an st-elevation myocardial infarction, and the patient was taken emergently to the cardiac catheterization laboratory for placement of an impella cp device and left heart catheterization. Percutaneous coronary intervention was performed on the circumflex coronary artery and the ramus intermedius artery, with placement of one stent in each vessel. The plan was to return for intervention of the right coronary artery at a later time. A small access site hematoma was noted prior to leaving the cardiac catheterization laboratory, and a mechanical compression device was applied. By (B)(6) 2025, the hematoma had resolved. The patient was successfully weaned from and the impella device removed on (B)(6) 2025.

Manufacturer narrative:
D1 (brand name) has been updated. Asae/ hematoma: the root cause of the access site adverse event was not determined due to insufficient clinical details.